Event description:
Customer call to report the insulin pump was exposed to fluid. The customer stated that she jumped into the pool with the pump on. Fluid can be seen under the display screen. Blood glucose reading at the time was 119 mg/dl. Advised customer the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.